Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 23 fractured. Information about the construction is missing. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.